Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the avea user interface module (uim) was returned to carefusion¿s factory service department. An investigation was performed and the reported issue could not be duplicated. The device operated properly throughout testing. The root cause of the reported issue was unable to be determined.

Event description:
The customer reported that the avea ventilator's user interface module (uim) was freezing up. The customer reported that there was no patient involvement.